Event description:
During a clinic follow-up, the device was observed to be in back-up (bvvi) mode due to a power on reset (por). Technical support was contacted and the device was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.